Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected for use. During balloon dilatation in the lesion area it was confirmed that a balloon rupture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected for use. During balloon dilatation in the lesion area it was confirmed that a balloon rupture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. The device was returned for analysis. A visual and microscopic examination was performed on the returned flextome device. The balloon was observed to be unfolded which indicates it had been subjected to positive pressure. A visual and microscopic examination identified a longitudinal tear in the balloon material beginning at the distal edge of the proximal markerband and extending distally across the balloon material for approximately 10mm. No issues were noted with the balloon material that could have contributed to the damage identified. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.